Event description:
The account alleged when they push on the intellidrive handle to go forward, it goes in reverse instead. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.